Event description:
It was reported that during service and repair pre-testing, it was observed that the radiolucent drive device would not spin the drill bit devices. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device observed that the device did not rotate. Therefore, the reported condition was confirmed. It was noted that the coupling gear and drive shaft were damaged. The assignable root cause was determined to be due to normal wear on mechanical components from repeated use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.